Event description:
Procedure: pancreas. According to the reporter: there were malformed staples in the center part of the staple line. Using a new cartridge, the concerning part was recovered and the case was completed with no problem. The surgeon also stated that there was some difficulty firing the device. Operating time was not extended by 30 minutes or more. There was no unanticipated tissue damage. There was unanticipated tissue loss.

Manufacturer narrative:
(B)(4).